Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to breathing problem. There was no report of patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per additional information received on 01/20/2024: the device was returned to a third-party service center. During the evaluation of the device at third-party service center, the device was visually inspected and visible foam particles were not observed. The device's event log was reviewed by the service center and no error code found. The cosmetic defects found were damaged buttons on upper enclosure and scratched lcd screen. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report, box d, h has been updated/corrected.